Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The caller reported that the patient was experiencing overstimulation. The caller reported that the patient was trying to turn the stimulator down because it was too intense, but could not get it to sync. It was stated that the overstimulation started after the patient had the pump removed. The caller stated that the doctor said it was expected because of ¿the thing they are doing around the spine right now.¿ the caller requested to have the assistance of a representative (rep) and was told that a rep would need to be invited to the hospital by a healthcare professional. Follow up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.